Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 3 months, oversensing was reported. Lv lead dislodgement was shown on the chest x-ray. The patient was hospitalized and the lv lead was repositioned.